Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet system, with a blood glucose of 357 mg/dl, fatigue, and sleepiness; the user performed a full supply change, noted possible scar tissue at the abdomen potentially affecting insulin delivery, confirmed the infusion site was not bent, and issued a meal announcement as a correction, after which glucose trended to 170 mg/dl. Symptoms included sleepiness associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage issue related to issuing a meal announcement as a correction, and a user interface component relevance; the event was associated with an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.